Event description:
It was stated that the pile compartment was broken. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: cadd - solis vip sn: (B)(6) was received from the customer stating that "¿pile compartment broken". Visual test was performed- found damaged dso seal, damaged battery compartment, missing battery door, scratched lens. Functional test was performed. Occlusion test was used. Ehl review device shows 46440 error. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Root cause analysis indicates primary problem with defective dso sensor and dso bezel. Customer problem was duplicated. The dso sensor, dso bezel the dso seal, battery compartment, battery door, and lens were replaced.